Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the truespan meniscal repair system peek 12 degree was broken upon receipt. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The truespan gun was received without the original packaging (box, pouch, labels). The gun had blood residue stains, it appeared to be used. The sleeve was cut to see the internal condition; as a result, the implants and suture were received along with the needle, they were not deployed. When test its functionality, it was also observed that the trigger was loose, in that there was no tension on the handle from the spring. Therefore, the gun was opened, and it was found that the initial part of the trigger was broken and disconnected from the firing spring, it indicates that the internal mechanism of the handle was not working. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Based on the condition of the device, this complaint cannot be confirmed. The broken condition of the trigger was reviewed before with the manufacturer, based on the information received, the process of the truespan have two phases where the deployment gun is checked (the step of applier functional testing and the implant system routing check), this test guaranties the applier has been properly assembled and is functional. This information correspond to a process control and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. The possible root cause for the reported failure could be related when not inserting the needle to the proper depth for deployment which have caused that the implant not be deployed as intended which could cause stuck. When attempted to fire the implant against the tissue, it can feel a resistance and excessive force could have caused stress on the handle thus causing the handle mechanism to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer that the truespan 12 degree peek was broken upon receipt. During in-house engineering evaluation, it was determined that the initial part of the trigger was broken and disconnected from the firing spring which indicated that the internal mechanism of the handle was not working. It was further determined that the trigger was loose that there was no tension on the handle from the spring. There was no procedure nor patient involvement reported. No additional information was provided.